Event description:
It was reported that the patient complained of pain, when they opened the knee the patella fell out. The surgeon noted that the pegs on the patella were sheared off, the pegs were initially cemented into the patella. The patella was revised to a new patella and the poly was exchanged as well. While they were exchanging the poly one was wasted during implantation because it was not seated correctly.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient complained of pain, when they opened the knee the patella fell out. The surgeon noted that the pegs on the patella were sheared off, the pegs were initially cemented into the patella. The patella was revised to a new patella and the poly was exchanged as well. While they were exchanging the poly one was wasted during implantation because it was not seated correctly.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A visual inspection was conducted as part of the mar. The mar concluded: ¿the fixations pegs of the triathlon asymmetric x3 patella broke in fatigue. No material or manufacturing defects were observed during this evaluation.¿ functional inspection was not possible as the pegs have fractured off, the implant was deemed non-functional. The event was confirmed. The investigation concluded that the fractured fixation pegs on the triathlon asymmetric x3 patella was caused by fatigue.